Event description:
Major pump unit(s) involved: blood pump. Additional text: outflow graft. Specific component(s) involved: outflow graft malfunction/malposition. Additional text: bend relief is partially disrupted from the pump. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): none. Implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: outflow graft malfunction/malposition.